Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of "infection, pain, and induration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling, precaution for use: as a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects: the pts must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. Indurations or nodules at the injection site.

Event description:
Pt reported after injection of unspecified juvederm voluma in the left cheek pt developed infection / hardness and was given antibiotics. All of the symptoms resolved except for continued tenderness.